Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not use authentic filter kits as outlined in the instructions for use (IFU). It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.

Event description:
Customer reports recurrent sinusitis and pulmonary congestion with known preexisting asthma. Evaluated by md; antibiotics prescribed.